Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during unpacking, when the package was opened, one end of the ureteral stent was found to be fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: correction to product analysis. The returned percuflex plus stent was analyzed; however, the suture did not return. During the inspection it was found that the stent bladder coil had become detached from the shaft. However, the reported event of "stent shaft break" was not confirmed, since the damage was on the coil section. Based on the investigation, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. The analysis performed to the returned device; it is possible to conclude that this problem could be caused by operational factors. Based on the analysis results regarding the detached coil, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during unpacking, when the package was opened, one end of the ureteral stent was found to be fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the returned percuflex plus stent was analyzed; however, the suture did not return. During the inspection, it was found that the stent bladder coil had become detached from the shaft, which confirms the reported event. The analysis performed to the returned device; it is possible to conclude that this issue could be caused by operational factors. Based on the analysis results of observed coil detached, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during unpacking, when the package was opened, one end of the ureteral stent was found to be fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.